Event description:
Pt implanted 9/11/97 in upper and lower vermilion borders. Onset of extrusion, infection, implant displacement and palpable implant during 1997. Implant explanted 8/14/98 and pt treated with keflex.